Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose ranged from 200-230 mg/dl.